Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced hyperglycemia and lost consciousness. Her husband couldn´t wake her up so they contacted an ambulance, and the patient was taken to the hospital. At the hospital from 12 noon up to 4:30 am next morning (B)(6) 2024 and she was transferred to the oschner main campus for 2 days. The patient was still unconscious and might be in a coma for 2 days from (B)(6) 2024. During this time, the patient was treated with IV medication. She regained consciousness and was discharged on (B)(6) 2024. At an unspecified time of the event the bg reading was 300 mg/dl and the cgm reading was 147 mg/dl. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid at unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.